Event description:
The manufacturer received information alleging a trilogy ev300 device displayed an evt_press_sensor_mismatch ventilator service required alarm during pre-test for a field corrective action (fco81). There was no allegation of harm or injury reported. The device was not in patient use. The customer is requesting the device to be remediated for the fco81 to see if it solves the issue with the evt_press_sensor_mismatch error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors. An onsite work order has been created but the device has yet to be evaluated. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device displayed an evt_press_sensor_mismatch ventilator service required alarm during pre-test for a field corrective action (fco81). There was no allegation of harm or injury reported. The device was not in patient use. The customer is requesting the device to be remediated for the fco81 to see if it solves the issue with the evt_press_sensor_mismatch error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors. An onsite work order has been created but the device has yet to be evaluated. The field service engineer (fse) was unable to repair unit. The customer knows the parts needed and will take care of the repair. When completed they will call back for our fse to complete the fco81. The case has been closed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.